Event description:
(B)(4).

Manufacturer narrative:
(B)(4). B. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun (B)(4). We rec'd one used cannula and protective cap from an introcan safety pur 18g, 1.3x45mm in open package (the capillary was not assigned by the customer). The rec'd sample was subjected to a visual examination. In as-rec'd condition the safety clip was not activated on the tip of the cannula. The clip was damaged and bent apart on the cannula. The cannula was also slightly bent. We assume that these damages were not on the sample in its original condition and thus we suppose a problem during application. We have informed our mfg department accordingly. A f/u report will be provided after their statement is available.